Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the sgc from the stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the device (damage pin hole of the guide attach). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported patient effects of perforation could not be determined. Perforation is a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer. Troubleshooting was preformed and it required significant force to remove the sgc from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. Due to a right to left shunt from the mitraclip procedure, it was decided to close the iatarogenic atrial septal defect with a 10mm amplatzer septal occluder and 9f amplatzer trevisio delivery system. During implant, the occluder deformed into a cobra shape. The device was removed and replaced with another 10mm amplatzer septal occluder which also experienced a cobra deformation. A third amplatzer septal occluder was then implanted without issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer. Troubleshooting was preformed and it required significant force to remove the sgc from the stabilizer. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. Due to a right to left shunt, it was decided to close the iatarogenic atrial septal defect with a 10mm amplatzer septal occluder and 9f amplatzer trevisio delivery system. During implant, the occluder deformed into a cobra shape. The device was removed and replaced with another 10mm amplatzer septal occluder.